Event description:
Customer reported that the bag filled with 100ml. Product was cryopreserved and stored in a metal cassette at -80 degrees centigrade. Storage was performed in vapor phase of liquid nitrogen. Crack in bag was detected after storage, when bag was removed from cassette for thawing. Product was thawed in water bath within a sterile overwrap bag, then transferred into a syringe for transfusion. Sterility testing was performed on contents of broken bag, results not yet available. Contents of broken bag were transplanted ( 1.43 x 10e8 cd34 cells) with approximately 5-10% loss. The back up bag was transplanted the following day. Patient was given antibiotic gramaxin (cefazoline). Engraftment information not available until february.